Manufacturer narrative:
Analysis of programming history.

Event description:
Reporter indicated that the patient's device had the incorrect settings programmed when the device was interrogated. Programming history was downloaded and returned to the manufacturer for review. Review of the programming history confirmed that there was a faulted system diagnostic test which changed the devices setting back to the factory settings. Faulted system diagnostics tests are a known issue that are typically related to communication problems between the generator and programming system during the system diagnostic test. A final interrogation was performed by the site which registered the incorrect settings, but the site did not reprogram the device, suggesting they did not notice that the settings were incorrect at that time.